Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) replaced the nozzle assembly and wash probe and performed preventive maintenance on the aia-360 instrument. The fse calibrated, ran quality controls and performed precision; all passed. The aia-360 instrument was functioning within specifications. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The aia-360 operator's manual under section 7-1: list of error messages indicates that error message 4020 spec.z-axis home overrun error message is generated when the specimen z-axis motor overran on the home side. The operator is instructed to turn the power off and on again. If this problem reoccurs, contact the service department. Error message 2012 air detected diluent is generated when there is no contact with the liquid after diluent suction. The operator is instructed to contact the service department. The ss flag is generated when the system does not detect sufficient sample. The operator is instructed to not assay. The most probable cause of the reported issue was due to defective nozzle assembly and wash probe.

Event description:
On (B)(6) 2017 a customer reported getting "4020 spec.z-axis home overrun" and "2012 air detected diluent" error messages while running a patient sample for intact parathyroid hormone (ipth) with the aia-360. The patient sample also obtained an insufficient sample (ss) flag. The customer was unable to run intact parathyroid hormone (ipth). On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ipth. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.